Manufacturer narrative:
Unit received with broken off end cap. Unable to perform displacement test due to broken off end cap. Unit received without belt clip and unable to confirm damage. Unit received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, scratched reservoir tube window, missing end cap sticker and dog chew marks on the case.

Event description:
The customer reported via phone call that the insulin pump was chewed by their dog and was unable to be used. Customer's blood glucose was 105mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.